Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose value of 30 and sought troubleshooting after observing gaps in continuous glucose monitoring data while using a dexcom g7; the user pauses the device for showers, and they were advised to verify sensor function and were offered transfer to the cgm manufacturer¿s support. Symptoms included hypoglycemia with measured low glucose. Outcomes included self-management without hospitalization.

Manufacturer narrative:
Investigation included user education on immediate treatment of low glucose and guidance to confirm sensor performance. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemic event. It was concluded that the event was user-reported hypoglycemia with cause unclear and that the user was advised to treat the low and ensure glucose trend upward before announcing a meal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.